Event description:
Surgeon placed the prostate that was being removed from patient into the genicon 2ezee tissue retrieval bag. The bag burst at the bottom of the bag when he was removing from the abdomen. He used a different tissue retrieval bag to remove the prostate.